Event description:
Hill-rom tech found that when the brakes were engaged, the head end casters would still swivel. He found that the casters were worn due to age. He replaced the casters and the brakes functioned properly. There were no alleged injuries.